Event description:
(B)(6) -the dealer reported that the solara3g custom mechanical wheelchair tilt was continuously seizing up or it is bent on one side, the unit was torquing and it would not recline evenly, as more pressure was going to one side or another. There was no injury reported.